Event description:
(B)(4). Hives all over but always starting on abdomen but would reach extremities such as palms of hands. Additionally abdominal pain, aching joints, problems with bowels, bloating, pain during intercourse, and extreme back pain.